Manufacturer narrative:
The customer reported complaint of the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. To remedy the issue, the driveshaft was rotated back to the home position using the administrative menu. The likely root cause of the issue was due to user error. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Unrelated to the reported complaint, a cracked front enclosure on the returned platform was observed during visual inspection. The damaged cover was replaced to address the issue. This type of physical damage found during visual inspection is characteristic of user mishandling such as a drop. The archive data review showed the multiple occurrences of the user advisory (ua) 45 error message around the reported complaint date, thus confirming the reported complaint. During initial functional testing, the autopulse platform displayed user advisory (ua) 45 error message upon powering on, thus confirming the reported complaint. During further investigation, it was noted that the clutch plate was sticky, unrelated to the reported complaint. This is usually caused by sharp edges from 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. The autopulse platform was manufactured in december 2014 and has exceeded its expected service life of 5 years. The sticky clutch plate was deburred to address the problem. The platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to 250 pound patient with good known test batteries and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there were two similar complaints reported for autopulse with serial number (B)(4). Ccr (B)(4), reported date on (B)(6) 2020. The driveshaft was rotated back to the home position using the administrative menu. Ccr (B)(4), reported date on (B)(6) 2016, the driveshaft was rotated back to the home position.

Event description:
After patient use, the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message. No patient involvement.